Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition. The computer was returned to the manufacturer for analysis. Functional testing was performed on the returned computer. The part passed all testing and was found to have no failures.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while shutting down the system the mouse became unresponsive at the application launch screen. Site reported the led light was on indicating power, so system was force shut down. However, upon restart, monitor displayed completely black. The mouse led had previously been working, but at the time of the complaint the mouse led was also off. There was no patient present when this issue was observed.